Event description:
Olympus was informed that three pts tested positive for urinary tract infections after undergoing a cystoscopy procedures. It was stated that the dates of events occurred over several months. It was also reported that the device had not failed leak test. Olympus followed up with the user facility via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. However, as part of our investigation process, the device has been forwarded to an off-site independent laboratory for micro-biological testing. Upon return of the device a physical eval will be performed. The exact cause of the pt's outcome could not be conclusively determined at this time. A review of the device history records showed no anomalies, with the mfg process. If additional info becomes available at a later time, this report will be supplemented. Please cross reference the associated complaint files: MFR report #: 2951238-2015-00087, 2951238-2015-00089.